Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 280 mg/dl. The customer was advise and explained that the alarm maybe due to site, set or reservoir issues. Customer explained that he is been doing different sites and it will even alarm when he is trying to prime the set. The customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.